Event description:
The customer called to report no delivery and motor error alarms. The customer also reported that she was hospitalized for blood glucose levels greater than 500 mg/dl. The customer stated that she was also experiencing a lot of stress and problems with her magnesium and potassium levels. The customer was just told to stay stress free, and her insulin pump settings were adjusted. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.